Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") and haematochezia ("blood in stools") in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced premature menopause ("precoce menopause"), tendonitis ("recurrent tendonitis on elbow"), visual impairment ("vision decreased") and depressed mood ("moral decreased"). In 2017, the patient experienced haematochezia (seriousness criterion medically significant), neck pain ("neck was very painful") and spinal disorder ("cervical compression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to 5 of 8 component of essure"), arthralgia ("multiple joint pain"), polyarthritis ("multiple joint inflammation"), fatigue ("extreme fatigue"), performance status decreased ("difficulties on a daily basis") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed in 2018. At the time of the report, the abdominal pain, allergy to metals, haematochezia, arthralgia, polyarthritis, fatigue, performance status decreased, depression, premature menopause, tendonitis, visual impairment, depressed mood, neck pain and spinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, depressed mood, depression, fatigue, haematochezia, neck pain, performance status decreased, polyarthritis, premature menopause, spinal disorder, tendonitis and visual impairment with essure. The reporter commented: the patient was fitted with essure and the first weeks after insertion were good. After some time, she felt intense abdominal pain and general fatigue. The physician thought it was depression because she lost her husband at this moment. The device was removed in 2018, afterwards she felt better. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - in 2017: allergic to 5 on 8 component of essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-jan-2019: health authority informed that case (B)(4) was a duplicate of this case. Data from case (B)(4) (duplicate) were transferred to this case. Medical history, historical drug, indication and stop date were added. Following adverse events were added: intense abdominal pain, depression, precocious menopause, recurrent tendonitis on elbow, vision decreased, moral decreased, neck was very painful, blood in stools, cervical compression, and allergic to 5 on 8 component of essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm reference number: (B)(4) on 31-jul-2017. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ("intense abdominal pain"), myalgia ("muscle pain"), allergy to metals ("allergic to 5 of 8 component of essure") and haematochezia ("blood in stools") in a 47-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced premature menopause ("precoce (early) menopause (43-year-old)"), tendonitis ("recurrent tendonitis on elbow without explanation (several infiltrations)"), visual impairment ("vision decreased") and depressed mood ("moral decreased"). In 2017, the patient experienced haematochezia (seriousness criterion medically significant), neck pain ("neck was very painful"), spinal disorder ("cervical compression") and asthenia ("asthenia that seems to worsened since the beginning of 2017"). On (B)(6) 2018, the patient experienced myalgia (seriousness criteria medically significant and intervention required), memory impairment ("memory disorder"), visual acuity reduced ("decrease in visual acuity") and sleep disorder ("sleeping disorder") and was found to have weight decreased ("weight loss of 5 kg"), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("multiple joint pain"), polyarthritis ("multiple joint inflammation"), fatigue ("extreme fatigue"), performance status decreased ("difficulties on a daily basis") and depression ("depression"). The patient was treated with surgery (bilateral adnexectomy with salpingectomy and uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, haematochezia, arthralgia, polyarthritis, fatigue, performance status decreased, depression, depressed mood, neck pain and spinal disorder outcome was unknown and the myalgia, premature menopause, tendonitis, visual impairment, asthenia, weight decreased, memory impairment, visual acuity reduced and sleep disorder was resolving. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, asthenia, depressed mood, depression, fatigue, haematochezia, memory impairment, myalgia, neck pain, performance status decreased, polyarthritis, premature menopause, sleep disorder, spinal disorder, tendonitis, visual acuity reduced, visual impairment and weight decreased with essure. The reporter commented: the patient was fitted with essure and the first weeks after insertion were good. After some time, she felt intense abdominal pain and general fatigue. The physician thought it was depression because she lost her husband at this moment. The device was removed in 2018, afterwards she felt better. One month after removal, she has already started to feel the improvement of her symptomatology, with better sleep and better recovery. Sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Blood test: in 2017: allergic to 5 on 8 component of essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jan-2019: health authority informed that case: (B)(4) was a duplicate of this case. Data from case: (B)(4) (duplicate) were transferred to this case. New: essure was removed on (B)(6) 2018 (prev: 2018). Outcome added: early menopause and tendonitis were resolving. Following adverse events were added: asthenia, weight loss, visual decrease, muscle pain (incident), memory disorder, sleep disorder. Following internal discussion of the case, allergy to metals was upgraded to incident event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 01-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("intense abdominal pain"), myalgia ("muscle pain"), allergy to metals ("allergic to 5 of 8 component of essure") and haematochezia ("blood in stools") in a 47-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and cervical dysplasia. No relevant medical and gynecological history. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myalgia (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), premature menopause ("precoce (early) menopause (43-year-old)"), tendonitis ("recurrent tendonitis especially at the left elbow without explanation (several infiltrations)"), arthralgia ("multiple joint pain"), polyarthritis ("multiple joint inflammation"), asthenia ("asthenia that seems to have worsened since the beginning of 2017"), fatigue ("extreme fatigue"), performance status decreased ("difficulties on a daily basis"), visual impairment ("vision decreased"), visual acuity reduced ("decrease in visual acuity"), depression ("depression"), depressed mood ("moral decreased"), neck pain ("neck was very painful"), spinal disorder ("cervical compression"), memory impairment ("memory disorder") and sleep disorder ("sleeping disorder") and was found to have weight decreased ("weight loss of 5 kg"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral adnexectomy with salpingectomy and bilateral uterine horn ablation by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, haematochezia, arthralgia, polyarthritis, fatigue, performance status decreased, visual impairment, depression, depressed mood, neck pain and spinal disorder outcome was unknown and the myalgia, premature menopause, tendonitis, asthenia, visual acuity reduced, weight decreased, memory impairment and sleep disorder was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, asthenia, depressed mood, depression, fatigue, haematochezia, memory impairment, myalgia, neck pain, performance status decreased, polyarthritis, premature menopause, sleep disorder, spinal disorder, tendonitis, visual acuity reduced, visual impairment and weight decreased to be related to essure. The reporter commented: according to the pharmacist, the essure was inserted on (B)(6) 2017, previously reported as (B)(6) 2010. Essure lot number is unknown. The patient was fitted with essure and the first weeks after insertion were good. After some time, she felt intense abdominal pain and general fatigue. The physician thought it was depression because she lost her husband at that time. The device was removed in 2018, afterwards she felt better. One month after removal, she had already started to feel the improvement of her symptomatology, with better sleep and better recovery. Sample was not kept. Primary reason for removal reported was: early menopause asthenia, tendonitis and weight loss, among other events. The reporter considered that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Blood test - in 2017: allergic to 5 of 8 component of essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2019: follow-up information received from the pharmacist via essure removal questionnaire: patient¿s information was added. Relevant medical history included: cervical dysplasia. According to the reporter, the essure was inserted on (B)(6) 2017. Essure lot number is unknown. No other new medical information was provided. The onset dates of events were amended to (B)(6) 2017. Removal method reported: bilateral annexctomy and bilateral uterine horn ablation by laparoscopy due to medical reason (medically necessary). Primary reason for removal reported was: early menopause asthenia, tendonitis and weight loss, among other events. The reporter considered that essure caused or contributed to the occurrence of the event(s). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.